Manufacturer narrative:
On an unknown date, it was reported that seven weeks ago the patient had continuous problem with peritonitis and cloudy fluid and was in and out of the hospital approximately for "four times" on (B)(6) 2022, the patient had peritonitis again. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "continuous problem" with peritonitis manifested by cloudy fluid. The cause of the events were not reported. It was unknown when the patient initially was hospitalized; however, it was reported that the patient was "in and out of the hospital approximately "four times". The patient was discharged each time with unspecified antibiotics and "never fully recovered". The patient requested for the pd "tube" to be taken out. Subsequently, 28 days after event onset, pd therapy was discontinued. The reporter declined to provide additional information.